Manufacturer narrative:
E2/e3 - information is unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket/connector could not be identified. Olympus will continue to monitor field performance for this device. An additional supplemental report will be submitted if any further information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source connectors had issues and may be defective. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connector issue, a faulty scope socket displaying error code b30, the lamp was 400 at hours or more, and minor housing cosmetic damage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.